Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the cadiere forceps instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure. The procedure was completed as planned with no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The cadiere forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. Failure analysis found the primary failure of a broken grip to be related to the customer reported complaint. A piece approximately 0.65" x 0.20" was found to be broken off the wrist assembly. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws.